Manufacturer narrative:
Reporter¿s phone number: (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the attachment device had damaged component to the bearings. It was determined that the device became hot to 115°f and the subassembly 43-0302 was defective. It was further determined that there was too much glue (loctite 680) (bearing hb-1225-15 full glue). It was further determined during the pre-repair diagnostics assessment that the device failed for temperature assessment and vibration. It was noted on the service order that the device was heating during operation and became unusually warm. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to manufacturing / process error, defective production. If additional information should become available, a supplemental medwatch report will be submitted accordingly.